Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection of the gas gauge or battery data file for the battery noted the charge field-effect transistor (cfet) permanent failure status was tripped. It was reported that the power pack cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, although it was checked that the indicator of the charger illuminated green, the handle had not been charged. The operation was completed using another power handle and shell. There was no patient injury. Medtronic's evaluation of the incident is that the cause of the handle being unable to charge is due to the cfet permanent failure.